Manufacturer narrative:
(B)(4).

Event description:
It was reported that "on (B)(6) 2025, in paediatric intensive care, during the insertion of a central venous catheter, the guide did not advance properly and it became stuck. When the guide was removed, it looked twisted and bent. The catheter could not be inserted. The incident caused slight bleeding at the puncture site. A second catheter was inserted, requiring a second puncture." There was no medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned a single guidewire advanced partially through a needle and introducer for evaluation. Signs of use were observed in the form of excess biological material. Visual analysis revealed multiple kinks across the guidewire. Microscopic examination confirmed the damage and revealed that the distal j-bend was misshapen due to the severity of the kinking. Microscopic examination also revealed that the distal and proximal welds were observed to be full and spherical. Visual analysis did not detect any abnormalities in the needle. The major kinks on the guidewire measured 5mm-30mm and 215mm from the distal weld. The guidewire total length measured 454.0 mm, which is within the specification limits of 449.2mm-458.8mm per the guide wire product drawing. The guide wire outer diameter measured 0.440mm, which is within the specification limits of 0.432m-0.457mm per the guide wire product drawing. The needle cannula inner diameter at the distal and proximal ends measured 0.0230", which is within the specification limits of 0.0225"-0.0240" per the cannula product drawing. The needle cannula outer diameter measured 0.0325", which is within the specification limits of 0.0320"-0.0325" per the cannula product drawing. The guidewire was passed through the returned needle. Resistance was encountered at the location of the kinking; however, all functional sections of the guide wire passed with no resistance. Performed per IFU statement, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle". A manual tug test confirmed that the distal and proximal welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished , radiographic visualization should be obtained and further consultation requested." The report of a kinked guidewire was confirmed through analysis of the returned sample. Visual analysis revealed multiple kinks along the body of the guidewire. Despite the damage, the guidewire met all relevant dimensional requirements, and a device history record review did not reveal any relevant findings. Based on the customer report that the damage was observed during use and the sample received, unintentional use error likely caused or contributed to the reported event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "on (B)(6) 2025, in paediatric intensive care, during the insertion of a central venous catheter, the guide did not advance properly and it became stuck. When the guide was removed, it looked twisted and bent. The catheter could not be inserted. The incident caused slight bleeding at the puncture site. A second catheter was inserted, requiring a second puncture." There was no medical intervention required. The patient's current condition is reported as "fine".